Manufacturer narrative:
(B)(4). Analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete.

Manufacturer narrative:
Analysis of the implantable neurostimulator found that the battery was not in new condition.

Event description:
It was reported that a patient elected to have their implantable neurostimulator (ins) replaced. It was stated that the ins was "40-90% used". This was considered normal battery depletion. It was reported that the patient felt a "surging" sensation. There was no patient injury and it was reported that the patient recovered without sequela. No further information was provided.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.